Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. Ten days prior to the receipt of this report, the patient was hospitalized for an unreported indication. On an unknown date during the same month as receipt of this report while hospitalized, the patient experienced peritonitis. On an unreported date, during hospitalization, the patient was shifted to intensive care unit and remains hospitalized. The treatment for peritonitis was not reported. At the time of this report, the patient was not recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.